Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and one spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and one spy ds controller were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, they plugged the spyscope ds ii into the controller and the monitor did not show any endoscopic image, only three dots. A second spyscope ds ii was used and it worked for thirty minutes, then the image was corrupt and three dots appeared on the screen again. They plugged and unplugged multiple times and the same image appeared. The procedure was not completed due to this event. A plastic stent was placed inside the patient as a precautionary solution, they still want to perform spyglass once the new console is in placed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. Upon plugging the device into the controller, no image was displayed. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wire was twisted and appeared to be damaged at the distal cap/steering ring. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires inside the handle. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. Process controls were implemented on the manufacturing line to minimize the occurrence of this failure. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The failure mode is monitored as part of the post market signal evaluation and escalation process, and will be escalated should an excursion be observed. Based on all gathered information, the probable cause selected for the visualization issue due to camera wire damage is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to two spyscope ds ii and one spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and one spy ds controller were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, they plugged the spyscope ds ii into the controller and the monitor did not show any endoscopic image, only three dots. A second spyscope ds ii was used and it worked for thirty minutes, then the image was corrupt and three dots appeared on the screen again. They plugged and unplugged multiple times and the same image appeared. The procedure was not completed due to this event. A plastic stent was placed inside the patient as a precautionary solution, they still want to perform spyglass once the new console is in placed.